Event description:
It was reported that the patient underwent a pump exchange. The treating facility noted a rise in power with the pump and preliminary analysis of the log files confirmed this. The patient's lactate dehydrogenase also increased to over 1000 u/l within forty-eight (48) hours. Based on these indicators the treating facility made the decision to exchange the pump. The device will reportedly be returned to the manufacturer but has not been received as of the date of the transmission of this report. There is no further information available at this time.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which showed a rise in power consumption outside the normal range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Manufacturer narrative:
It was reported from the site that the patient had been admitted since (B)(6) 2015 and that on (B)(6) 2015 was implanted with a right ventricular assist device (rvad) and that on (B)(6) 2015 patient was diagnosed with a pump thrombus and lysis was used but it was stated that the lysis was unsuccessful and the rvad was replaced on (B)(6) 2015. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.